Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal failed to deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed tht the seal was still loaded in the deployment tube and cracked. Other observations were that the seal was loaded incorrectly and the tension spring components were pushed forward by plunger. From the investigation, the tension spring and the seal remained inside the deployment tube which prevented the seal from deploying. The failure that the seal did not deploy is confirmed. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.